Event description:
It was reported to philips that device's arm moved on its own. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc continued to move after it was stopped. During troubleshooting, the fse identified that the joystick remains locked and worn out. The fse confirmed that the geometry module was defective. The fse replaced the geometry module and blown fuse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.